Event description:
On (B)(6) 2017 prof a ng off label nmarq rvot ectopy ablation. Professor ng was made fully aware prior to the procedure that the use of nmarq in the right ventricular outflow tract is contra-indicated. He accepted this and wanted to proceed as he felt it was a clinical decision he wanted to make. The operator had inserted a 10fr destino bidirectional sheath into the right ventricular outflow tract. During this time the patient was given a bolus of isoprenaline to induce clinical ectopy. The patient was extremely sensitive to the medication and began to move erratically on the cath lab table. The nmarq catheter was fully prepped and inserted through the sheath into the outflow tract. The patient began to worsen and an echocardiogram was ordered, this showed a pericardial effusion. A pericardiocentisis kit was taken and a chest drain inserted under echo guidance. The patient became very anxious and a decision was taken to intubate to reduce risk of further injury. They were admitted to itu as a precaution. Within a couple of hours the patient was awake on ccu with no further blood loss observed on the chest drain. Prof ng feels that the presence of the sheath in the outflow tract coupled with the patient movement may have scraped the wall and caused a small tear. He does not attribute. The effusion to any catheter malfunction but recognizes that a pericardial effusion is an accepted possible complication of the procedure. Pl1-ll4jl8. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).